Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned to manufacturer.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system was not booting up, with no display and was not communicating with image acquisition system (ias). There was no patient present at the time of the issue.